Event description:
The customer reported that when they turn on the device they get a critical device error. The status logs indicate a problem with the therapy pca.

Manufacturer narrative:
(B)(4). The customer reported that when they turn on the device they get a critical device error. The status logs indicate a problem with the therapy pca. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.